Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported acute inflammation reaction was procedure related.

Event description:
During a right ventricular outflow tract ablation procedure, a pericardial effusion occurred. A few hours into the ablation procedure after ablating for an extended period in the right ventricle, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which no acute intervention was required. It is thought the effusion was due to an acute inflammatory response secondary to ablation of the cardiac tissue. The patient was monitored for two days in the hospital and anti-inflammatory drugs were administered; the effusion resolved over several days with no chest pain and no further intervention. The patient has since been discharged home. There were no alleged performance issues with any sjm device.